Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing (twos) on the right ventricular (rv) lead. The lead was reprogrammed. Approximately six months later, the patient presented to the clinic with thousands of ventricular tachycardia non-sustained episodes and more twos. It was noted that the episodes seem to be clustered around different dates and the patient did have a compliance issue with medication and twos seem to appear only when the rate was elevated. The lead remains in use. No further patient complications have been reported as a result of this event.